Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found stent struts from the 4th to the 7th strut rows at the distal end of the crimped stent were damaged and lifted upwards from the stent profile. This type of damage is consistent with the stent encountering resistance while withdrawing the device. The bumper tip of the device showed signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issues with the hypotube shaft profile or the distal portion of the delivery shaft profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was a 100% stenosed lesion. A 20 x 2.25 promus premier drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and was noted that the proximal segment of the stent was lifted. Plain old balloon angioplasty (poba) was performed to complete the procedure. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was a 100% stenosed lesion. A 20 x 2.25 promus premier¿ drug eluting stent was selected for use and advanced but failed to cross the lesion. The device was removed and was noted that the proximal segment of the stent was lifted. Plain old balloon angioplasty (poba) was performed to complete the procedure. No patient complications were reported and the patient's status was good.